Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had perforated. The lead was explanted and physician choose not to replace the lead due to patient underlying condition. No further patient complications have been reported as a result of this event.